Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed unexpected multiple reboots. The original complaint was unable to be duplicated. The returned battery cap was undamaged and able to fit securely to the pump. The battery cap was fastened and unscrewed half way with no reboots occurring. The ez-prime steps were performed correctly without any power interruptions or duplicated alarms. The product performed within specifications. Unrelated to the original power issue, the battery compartment was observed to be cracked. There was moisture corrosion observed on the battery cap. A leak test was performed and failed, indicating a battery compartment leak. The pump¿s cover was removed and there was more moisture corrosion found internally.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.